Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) leakage occurred after priming was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the drug solution splashed diagonally from the needle tip upon priming.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) leakage occurred after priming was difficult. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the drug solution splashed diagonally from the needle tip upon priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.